Event description:
It was reported that there was a confirmed possible lead fracture by impedance testing. It was noted that the health care professional (hcp) planned to replace the electrode. It was noted that an x-ray showed that the paddle lead had moved to one side and there was another percutaneous lead in the neck region. It was noted that only half of the paddle lead was connected to the implantable neurostimulator (ins) with the other 8 electrodes being connected to the percutaneous lead. It was noted that the paddle lead was replaced and the old paddle lead and percutaneous lead were removed. It was noted that the reason for removal was a breakage of the lead. It was noted that the patient recovered fully.

Manufacturer narrative:
Analysis of the both leads found that there was no anomaly.

Manufacturer narrative:
Concomitant products: product ID 39286-30, lot # 0203955705, implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type lead. (B)(4). Analysis results were not available as of the date of this report, a supplemental report will be submitted when results are available.

Manufacturer narrative:
Concomitant medical products: product ID 3778, product type: lead. Product ID: 3550-39, product type: accessory.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.